Event description:
The dealer states one of the hinge pins on the chair has broken off due to the consumer's spasms.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.